Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife was reported via phone call that, the customer had high blood glucose of the 436 mg/dl and current blood glucose was 359 mg/dl. Customer stated that, the insulin pump was suspended on low and did not last longer than 2 hours. Customer treated high blood glucose with the insulin pump. Based on customer report customer does not allege pump was under delivering. Assisted with performing the high pressure test and which was passed. Customer¿s wife was also stated that, she has an issue for last several days with reservoir and tubing blood glucose have been going up as soon as they change it out set blood glucose comes down. Customer to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.